Event description:
Caller reported potential false positive troponin I (tni) result on triage cardio profiler test. Patient drawn on (B)(6) /2009 at 0755. The sample was rerun at 0916. Second patient draw at 1125 on (B)(6) 2009. Tni cutoff is 0.17 ng/ml. No sample available to be sent to biosite for testing.

Manufacturer narrative:
Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. For positive control tni recovery was within mfg 1sd range. For negative control, all tni results were <0.05 ng/ml. There was zero occurrences of false positive results or error codes. A review of mfg release data showed tni results to be within release specifications. Product support could not rule out sample-specific interference without return of patient sample. Tni complaints are routinely tracked and trended. Product deficiency was not established; no corrective action required at this time.